Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 1/17/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call. Customer's sister was able to obtain her own meter.

Event description:
Consumer reported complaint for low blood glucose test results. Brother is calling on behalf of his sister. Truemetrix air meter belongs to him, he had loaned the meter to his sister. Brother stated that on (B)(6) 2017 his sister had performed a blood glucose test and obtained a result of 299 mg/dl fasting. Brother stated sister "was out of it", had passed out and had been hospitalized. Her blood glucose test result five minutes later when at the hospital was in the 400s; brother was not sure of exact number. The diagnosis was high blood sugar and she was given IV and insulin. She left the hospital on (B)(6) 2017. A new medication - potassium pills - was suggested by healthcare professional. Brother did not know his sister's expected blood glucose test result range. At the time of the call the customer felt well and did not report any symptoms. Brother also stated that customer was in the hospital three different times in less than two weeks for high blood sugar; customer was only using the truemetrix air meter at the time of the hospitalization from (B)(6) 2017. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom/office. The test strip lot manufacturer's expiration date is 02/17/2019 and open vial date at time of call is one month. The meter memory was reviewed for previous test result history (customer is only concerned with the results of 380 and 482 mg/dl which are his sister's; other results are his): (B)(6). Customer loan the meter to his sister for 2 days because her meter was not working. Customer just got the meter back from his sister today and states that the meter is not working. The meter is giving low blood sugar. Check the meters memory and the time and date is not set correctly. Check the meters memory and he is not concern with his results customer have not use the meter since.